Event description:
Caller reported encountering cgm error 42, but there was no adverse impact to the customer's blood glucose level. The customer did not indicate that the pump had recently come out of storage mode. Technical support provided complete information on performing a pump reset and guided the caller through the process. After the reset, the pump did not display the cgm error code again, and the caller successfully started their sensor session.